Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during treatment of an aneurysm located in the cavernous segment of the right internal carotid artery (ica) two devices did not open/expand distally after half of the device was deployed. It was reported that the first device ((B)(4)) was attempted and the physician attempted to open the device by resheathing and redeploying 5 times; however the device did not open completely as the patient had severe tortuosity. The device was pulled into the microcatheter and removed from the patient. A second device ((B)(4)) was attempted using the same microcatheter and the same problem was encountered. The second device was also pulled into the microcatheter and removed from the patient. It was noted that upon removal the devices were able to expand. A third device was used to complete the procedure successfully. No patient injury was reported.

Manufacturer narrative:
The pipeline flex device was returned for evaluation. As received, the device was found fully opened with damage braid at both ends. No other anomalies were observed. The clinical observation could not be confirmed; however the damage to the braid on both ends of the pipeline is likely the result of the physician re-sheathing the device more than the recommended two times. It is possible that the damaged braid and the ¿severe vessel tortuosity¿ may have contributed to the reported issues. Per our instructions for use (IFU): ¿re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. Information received from the same report as MFR: 2029214-2016-00126 updated: suspect medical device correction section 5 - operator of device e. Initial reporter correction section 3 - occupation.